Event description:
New information received noted that there was no issue of "noise" on pacemaker. Lead damage was not noted, it was only suspected. The whole system was replaced with new system and old system was inactivated on (B)(6) 2024. There were no health consequences and procedure went well.

Manufacturer narrative:
Please retract this report 2017865-2024-39323 as response from the representative received confirms there's no allegation of malfunction against the pacemaker.

Event description:
It was reported that patient presented remotely. It was observed that the pacemaker, atrial and ventricular lead exhibited over sensed noise leading to pacing inhibition. Damage was noted on the leads. The whole pacemaker system was replaced on (B)(6) 2024. The patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not received.